Event description:
Reporter alleged obtaining a discrepant blood glucose result of 217 mg/dl back to back with a result of 550 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that she did feel weak and had the chills when the results were obtained. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.